Manufacturer narrative:
(B)(4). Event evaluation - update: the investigation was reopened to evaluate the new information provided. No product was returned and no imaging was provided. Therefore, it is impossible to comment on the occluded iliocaval segments and the filter allegedly causing injury. Reference is made to IFU, potential adverse events: pulmonary embolism; filter embolization; vena cava occlusion or thrombosis. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. If additional information is received, the report will be re-opened for further investigation. A review of complaint history, device history record, and the instructions for use (IFU) was conducted during the investigation. Based on the information provided it is impossible to comment on the filter performance and on the procedure for occluded iliocaval segments from a previous dvt and an occluded vena cava filter, which patient underwent approx. 7 years after filter placement. Also, it is impossible to comment on the severe symptoms of venous insufficiency and swelling as well as the punitive damages, which patient allegedly suffered. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. If additional information is received, the report will be re-opened for further investigation. There is a 100% visual inspection during incoming quality control to ensure the device is not damaged. The IFU provides instructions on the proper handling and placement of the device. Potential adverse events that may occur from the use of this device include: acute damage to the inferior vena cava, acute pulmonary embolism, extravasation of contrast material at time of vena cavogram, hematoma at vascular access site, hemorrhage, thrombosis or stenosis at implant site, wound infection at vascular access site, and/or death. Based on the limited information provided and the investigational findings, we are unable to determine a definitive root cause. We will continue to monitor for similar complaints. The appropriate internal personnel have been notified.

Event description:
Per short form complaint (lawsuit) filed: it is alleged that a male patient had a cook gunther tulip filter implanted on (B)(6) 2007 at (B)(6) hospital, (B)(6). At the time of the alleged injury, the patient lived in (B)(6), but now resides in (B)(6). The plaintiff has brought forth the following counts: strict products liability - failure to warn and design, negligence, negligence per se, breach of express and implied warranty. It is alleged that the patient suffered punitive damages. Additional information received (B)(6) 2015, via defense counsel: it is alleged that the patient was involved in a motor vehicle accident with multiple lower extremity fractures. An ivc filter was placed via right femoral vein on (B)(6) 2007 in the infrarenal ivc, apex at the t12-l-1 level. The placement was uneventful with the final location of the apex of the filter at the superior endplate of l1. On (B)(6) 2014, and again on (B)(6) 2014, the patient underwent a procedure for occluded iliocaval segments from a previous dvt and an occluded vena cava filter. An endovascular revascularization was performed using a radiofrequency wire to get through the occlusion. The patient had severe symptoms of venous insufficiency and swelling. Additional information provided on (B)(6) 2016, per the limited medical records provided by plaintiff, under ultrasound guidance, the gunther tulip was placed at the t12-l1 level. Per the plaintiff fact sheet ("pfs") the plaintiff felt the filter was causing blood clots rather than prevent them, causing scar tissue in his veins and blocking his vena cava. The patient also complained of swelling of his body and extremities below the ivc filter, including belly, legs, groin, hip and feet. Per the ppf, filter retrieval was attempted on two separate occasions in 2014. Both occurrences happened at (B)(6), division of vascular surgery, due to severe swelling in body below ivc filter, including belly, legs, groin and feet. No additional information has been provided.

Event description:
It is alleged that a male patient had a cook gunther tulip filter implanted on (B)(6) 2007 at (B)(6) hospital, (B)(6). At the time of the alleged injury, the patient lived in (B)(6), but now resides in (B)(6). The plaintiff has brought forth the following counts: strict products liability - failure to warn and design, negligence, negligence per se, breach of express and implied warranty. It is alleged that the patient suffered punitive damages.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 6/26/2016 as follows: the plaintiff allegedly received the device implant on (B)(6) 2007 via right common femoral due to motor vehicle accident, multiple lower extremity fractures. Plaintiff is alleging plaintiff is alleging an unsuccessful attempt to retrieve the filter allegedly occurred on (B)(6) 2014. The plaintiff also alleges unsuccessful attempt to retrieve the filter allegedly occurred on (B)(6) 2014. The plaintiff also alleges organ perforation, migration, tilt, the device is unable to be retrieved, scar tissue in vein, swelling in body and extremities below filter.

Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, device history record, and the instructions for use (IFU) was conducted during the investigation. Based on the information provided it is impossible to comment on the filter performance and on the procedure for occluded iliocaval segments from a previous dvt and an occluded vena cava filter, which patient underwent approx. 7 years after filter placement. Also, it is impossible to comment on the severe symptoms of venous insufficiency and swelling as well as the punitive damages, which patient allegedly suffered. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. If additional information is received, the report will be re-opened for further investigation. There is a 100% visual inspection during incoming quality control to ensure the device is not damaged. The IFU provides instructions on the proper handling and placement of the device. Potential adverse events that may occur from the use of this device include: acute damage to the inferior vena cava, acute pulmonary embolism, extravasation of contrast material at time of vena cavagram, hematoma at vascular access site, hemorrhage, thrombosis or stenosis at implant site, wound infection at vascular access site, and/or death. Based on the limited information provided and the investigational findings, we are unable to determine a definitive root cause. We will continue to monitor for similar complaints. The appropriate internal personnel have been notified.

Event description:
Per short form complaint (lawsuit) filed: it is alleged that a male patient had a cook gunther tulip filter implanted on (B)(6) 2007 at (B)(6) hospital, (B)(6). At the time of the alleged injury, the patient lived in (B)(6), but now resides in (B)(6). The plaintiff has brought forth the following counts: strict products liability - failure to warn and design, negligence, negligence per se, breach of express and implied warranty. It is alleged that the patient suffered punitive damages. Additional information received (B)(6) 2015, via defense counsel: it is alleged that the patient was involved in a motor vehicle accident with multiple lower extremity fractures. An ivc filter was placed via right femoral vein on (B)(6) 2007 in the infrarenal ivc, apex at the t12-l-1 level. The placement was uneventful with the final location of the apex of the filter at the superior endplate of l1. On (B)(6) 2014, and again on (B)(6) 2014, the patient underwent a procedure for occluded iliocaval segments from a previous dvt and an occluded vena cava filter. An endovascular revascularization was performed using a radiofrequency wire to get through the occlusion. The patient had severe symptoms of venous insufficiency and swelling.

Manufacturer narrative:
The event is currently under investigation.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'organ perforation, ivc occlusion, migration, tilt, unable to retrieve, scar tissue in vein, swelling'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Ivc thrombotic occlusion as an outcome for cook ivc filters is addressed in the published scientific literature. Ivc thrombotic occlusion is defined as the presence of an occluding thrombus in the ivc after filter insertion and documented by ultrasound (us), CT, mr imaging or venography; this may be symptomatic or asymptomatic. According to device history records, based on the lot number provided, there is no evidence to suggest that this device was not manufactured according to specifications or that the filter did not perform as intended, e.g., the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.